Event description:
A physician attempted an arteriotomy closure using the starclose device after an unknown procedure. During the procedure, when finish arrows lined up, the device popped out of the artery. The physician reverted to manual compression to achieve hemostasis. There was no pt injury reported.

Manufacturer narrative:
The device was not returned and there was no lot information. We were not able to perform device inspection or device history record review in this case. This event has been identified as a malfunction. Abbott vascular has initiated a corrective action.